Manufacturer narrative:
The insulin pump was received with constant tone due to faulty component on the mother board; unable to verify button keypad anomaly or perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant tone. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer stated that they were having high blood glucose of 400 mg/dl at the time of incident. The customer mentioned that the insulin pump also had constant tone but was resolve after battery change. The customer was unable to perform tests due to keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.